Manufacturer narrative:
Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Block h6: imdrf patient code e0506 has been used to capture the reportable event of minimal bleeding with unexpected medical intervention during the implant procedure. Imdrf patient code e2401 captures the event of unknown injury post implant operation. Imdrf impact code f23 has been used to capture the reportable event of cauterization to minimize the bleeding. Imdrf impact code f12 has been used in the light of the patient sought legal recourse for an unspecified personal injury related to the device.

Event description:
It was reported to boston scientific corporation that a prefyx pps system device was implanted into the patient during a bladder neck suspension prepubic fascial sling procedure performed on (B)(6) 2010, to treat type 2 stress urinary incontinence. During the surgery, there was some bleeding after inserting the sling on the contralateral side. It was controlled with the cauterization of bleeders and after suturing the wound, the bleeding ceased. The patient was taken to the recovery room in satisfactory condition. As reported by the patient's attorney, the patient experienced an unknown injury postoperatively.